Manufacturer narrative:
Investigation description: the device was powered on and no abnormal alerts were annunciated. The engineering logs were downloaded (see files section) and alert 62 was confirmed to have annunciated during patient use. The device was disassembled for inspection, however, no damage or loose connections were observed. It appears that the malfunction is intermittent and a specific cause was unable to be determined. This alert is likely the result of a communication issue between the host processor and the lcd chip as the mainboard was found to be of an early revision which utilized a white solder mask. This mask was later determined to cause contact issues between the pcb and surface-mount components. Repair instructions: this device model is not intended for refurbishment and will therefore be scrapped.

Event description:
It was reported that an ilet pump repeatedly generated alert 62 related to lcd touch communication while the user did not see any active alarms in the notification bell; the alert recurred after a pump restart and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued use of cgm data through the dexcom application or receiver and planned device replacement. Investigation included review of alert history and device-use troubleshooting. Investigation of this case revealed recurring display/touch communication alerts consistent with an lcd touch interface malfunction. It was concluded that the pump exhibited a device malfunction affecting the lcd touch communication and that the user should shut down the device and transition to the replacement unit, with data not transferring and a new startup required.